Event description:
The event is reported as: complaint alleges: in order to separate the first two clips they had to pull out the stapler. No pt injury reported. Additional info has been requested.

Manufacturer narrative:
Per device history report (DHR) investigation did not show issues related to this complaint. Assessment was conducted and no changes required. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. The MFR will continue to monitor and trend relating complaints.